Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was unknown. Customer stated that he went swimming with it and when he opened the battery compartment water came out. Customer stated that there is a crack at the back of compartment. The customer was advised the pump will need to be replaced and refer to back up plan.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm. Insulin pump was received with critical pump error (open book image) alarm and pump error alarm was found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. Insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.